Event description:
MFR rep reported device system was removed due to infection. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to FDA if add'l info is rec'd.